Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump and assisted the caller through the process. Following the reset, the issue did not recur, and the caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.